Manufacturer narrative:
The reporter indicated that the cartridge was discarded. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting blood glucose levels up to 25 mmol/l with fatigue related to the infusion set tubing becoming disconnected from the cartridge. The reporter indicated that the supplies were thrown away. This report is made based on the allegation that the patient experienced hyperglycemia related to the allegation that the pump tubing becoming disconnected from the cartridge during use.

Manufacturer narrative:
No cartridge has been returned; a retained sample from the reported lot # was pulled and evaluated by product analysis on 01/24/2014 with the following findings: a cartridge leak test was performed with no leaks being observed from the luer connection, o-rings, or anywhere else on the cartridge. The cartridge force test was performed and confirmed that the cartridge forces were within specifications.